Event description:
The complaint indicated that the glucometer elite 4 basic is reading much lower when compared to another method. Complainant receiving a result in the 30 mg/dl range while a competitive method ran at approx the same time gave a result over 300 mg/dl. (Exact value unknown). While on the phone, it was learned that the customer was using excel off brand reagent strips. It was explained to the customer that this off brand reagent was not supplied by bayer and it is unknown how these off brand reagent strips work in a system that was designed to be used with elite sensors only. Replacement reagent was provided to the customer and control testing, as well as electronic checks were satisfactory. The customer was advised to contact the MFR of the excel off brand reagent for further investigation. The complaint is considered closed.